Event description:
It was reported that the patient controlled analgesia (pca) tubing cracked at the connection point where the intravenous fluids go into the pca tubing. The event occurred at the pediatric hematology oncology inpatient unit. Although requested, additional information was not provided.

Manufacturer narrative:
The customer's report that the pca tubing cracked was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a crack along the side of the set's female luer lock component. The crack was observed to be approximately opposite the injection gate on the luer component. The location of the injection gate (below the wings/tabs) indicates that this female luer was manufactured after the change order that moved the injection gate to a lower location to help mitigate and prevent female luer cracks. No tool markings were observed around the observed damaged area. No other damage or issue was observed. Functional testing confirmed fluid leaking from the crack. The cause of the leak was due to the set's observed cracked female luer lock. The root cause of the crack was identified as a result of internal stresses created in the luer during the manufacturing process that make it more susceptible to chemical/mechanical attacks. Device history record could not be performed on model 30873 because the lot # for the suspect set was not provided.

Manufacturer narrative:
Concomitant medical products: syringe. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is a pediatric.

Event description:
It was reported that the patient controlled analgesia (pca) tubing cracked at the connection point where the intravenous fluids go into the pca tubing. The event occurred at the pediatric hematology oncology inpatient unit. Although requested, additional information was not provided.